Event description:
It was reported that during a coronary stenting treatment procedure, deflation difficulties were encountered. The lesions being treated were in the proximal to mid left anterior descending (lad) artery and 1st diagonal branch artery. The lesions were de novo. The lad was 90% stenosed and the d1 was 75% stenosed. The lesions were not predilated. A 7fr sheath was placed in the right femoral artery. A britetip jl4 guide catheter was used with a bmw guidewire in the left main artery and a magic guide wire in the d1. The physician dilated the d1 with a maverick2 1.5 x 15 mm balloon. Next ivus determined the diameter of the lad to be 3.5 in the distal aspect and 3.8-4.0 mm in the proximal aspect of the lad. The physician then placed the express2 3.5 x 12 mm stent within the proximal lad without resistance. The physician inflated the balloon to 9atms, but the stent would not deploy. The physician then increased the inflation device to 14 atms. At around 11-12 atms, the stent started to expand. After being inflated for 60 seconds, the physician attempted to deflate the balloon. The balloon would not deflate. Iopamidol contrast was mixed 1:1 with saline. The physician tried to reinflate the inflation device to 2 atms and then deflate, but the balloon remianed inflated. The physician changed out the contrast mixture and replaced it with 100% saline, and attempted to deflate, but without success. The physician then tried pull out the balloon without success, the next maneuver was to try to rupture the balloon with the rear end of a guide wire, this too was unsuccessful. The pt went into ventricular fibrillation and was shocked a total of 10 times for recurring vf. The physician then transferred the pt to another hosp. Another attempt at deflating the balloon was unsuccessfully made at hosp. The pt was then transferred to surgery. By using a thoracolaparotomy apprach, the surgeon was able to identify the location of the inflated balloon and withdrew the saline using a syringe. The balloon was inflated about 6-7 hours. The catheter and wire were removed from the sheath. The decision was made to perform an angioplasty to reestablish flow back into the lad and cx. Because the pt's ef was 20%. The pt transferred to another hosp the next day for a left ventricular assist device (lvad) implantation due to requiring percutaneous cardiopulmonary support. The pt expired at 11:55 p.m. 2 days later.